Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cables was unable to be confirmed; however, the reported event of a total loss of power to controller was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was downloaded for review with events spanning approximately 6 days ((B)(6) 2021, (B)(6) 2000 per timestamp). Events occurring from (B)(6) 2000 were recorded as default dates due to the controller losing power. The log file captured a low voltage advisory on (B)(6) 2021 at 22:56:19 due to the 14v batteries falling below the low voltage threshold. The 14v batteries were connected to the controller for approximately 20 hours before the low voltage advisory alarms activated. After continued use, a low voltage hazard alarm activated on (B)(6) 2021 at 23:51:57. A no external power alarm then activated on (B)(6) 2021 at 00:12:21 due to both 14v batteries becoming completely depleted. The system controller backup battery supported the system during the loss of external power. The controller powered off on (B)(6) 2021 at 02:22:43. When the system controller was re-connected to fully charged batteries, the timeclock subsequently reset to the default date of (B)(6) 2000 0:00:00, indicating that there had been a total loss of power to the controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided on 08nov2021 stated that there was minor damage to the power leads; however, they were covered in layers of fused tape and the extent of the damage could not be determined. It was also stated that all external batteries charged without incident, and that no exchanged product would be returned for evaluation. The root cause for the damaged power cables was unable to be conclusively determined; however, the root cause of the controller clock becoming corrupt was determined to be a full depletion of the 14v batteries after extended use. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 IFU section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 IFU section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was suspected damage to the system controller's power leads and log files were sent for review. Upon review technical services found multiple pump stops on (B)(6) 2021 as a result of the system controller losing power due to the patient's batteries and backup battery (bb) having been completely depleted. It appeared the patient had been sleeping on battery power when the event occurred. The patient had continued to sleep on their batteries even after the pump stop event occurred. The system controller clock was also reset at the time of the event, making it impossible to determine how long the pump was off for. A system controller exchange was performed with success to resolve the alarms. There was damage to the power leads, which had been covered in patient-applied layers of fused tape. As a result of the pump stop the patient had an intracerebral hemorrhage. Three days post pump stop a hemicraniectomy was performed. The patient was discharged after 19 days in the hospital. Related manufacturer's reference number for the pump stops and related adverse event: 2916596-2021-06426.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.